Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer stated that after multiple passes with the silverhawk ls-m were made, the physician noticed that the device did not appear to be packing properly. Several more passes were made, and at this point the thumb switch on the cutter driver would not push forward fully. The following angiogram revealed a large dissection in the sfa (site of atherectomy) that required stenting. An investigation of the non-returned device could not be confirmed. The customer experience of the silverhawk peripheral plaque excision system causing a large dissection at the site of the atherectomy could not be confirmed.